Event description:
It was reported while using bd precision glide¿ needle the label information was missing. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: it is reported that, during the labeling process, a quality failure is detected, which arrives without its input identification sticker in the main box.

Manufacturer narrative:
Investigation summary photo received by our quality team for investigation. Upon visual evaluation, missing product label is observed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the teams investigation, possible root cause is associated with failure in the control of rejection of boxes without a label.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd precision glide¿ needle the label information was missing. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: it is reported that, during the labeling process, a quality failure is detected, which arrives without its input identification sticker in the main box.